Manufacturer narrative:
The customer's complaint could not be verified nor could a root cause be determined as both wands performed as intended during functional testing. The customer's complaint was most likely associated with a use limit exceedance, which would have prevented the formation of plasma and produced an alarm and error code. Based on the physical evidence, the rf controller may have been turned off following connection of the wands or source power may have been interrupted prior to wand activation. The ambient megavac 90 wand incorporates a use limiting fuse which is designed to prevent reuse of the wand. There are other factors that could contribute to an e-7 error such as disconnecting the wand from the controller after power has been turned on. In addition previous use or incorrect power cycling of the controller can also have an effect on the wands life cycle. Factors unrelated to the manufacture or design of the devices which could have contributed to the reported event is the controller which was not returned for evaluation. Also, a reprocessed wand used by the customer will exhibit an e-7 error.

Event description:
It was reported that during a procedure using an ambient megavac 90, the wand would not activate. The procedure was completed using a different want, however the deficient caused a surgical delay of 30 minutes. There were no patient complications reported as a result of this event.